Event description:
This report is to advise of material puncture found in the device during analysis.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The reported event of needle insertion difficulty was confirmed. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty is consistent with the perforation. The cause of the perforation remains unknown.